Manufacturer narrative:
H6: type of investigation code-10 investigation findings code-975 investigation conclusions -500= ga41af. Unable to do base and dose accuracy due to button and dose detent removed. The battery was measured to be at 3.03v. The electronic was proven to be functional and produced a healthy encoder signal when the mechanical components of the encoder were removed from the system. The fact that the random and noisy pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. See the attachment for additional details. Customer reports: inpen is not transmitting doses to phone. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Unable to perform functional testing due to inpen not communicating. Performed battery investigation and battery measured 3.033v. Inpen passed front cap investigation. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: unable to do base and dose accuracy due to button and dose detent removed. The battery was measured to be at 3.03v. The electronic was proven to be functional and produced a healthy encoder signal when the mechanical components of the encoder were removed from the system. The fact that the random and noisy pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. See the attachment for additional details. Therefore, no communication was confirmed due to insufficient pressure between pattern wheel and spring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the inpen doses are not being sent to the phone. Troubleshooting was performed but the issue was not resolved. Advised the customer to turn off (disable) bluetooth from any mobile device that was paired with the current inpen. The customer was advised to remove the cartridge holder and test the bluetooth connection by dispensing 2 units. No harm requiring medical intervention was reported. The customer will discontinue using the device and the inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.